Event description:
This is the first report involving two patients experiencing microbial keratitis. Refer to medwatch 9681121-2011-00021 for a description of the second report. It was reported by the eye care professional that two patients experienced microbial keratitis. Additional information has been requested but not yet received. Upon receipt of additional information, if there is any further relevant information, a follow-up report will be filed. This event is being reported due to lack of information received regarding the patient's treatment and event resolution.

Manufacturer narrative:
(B)(4).